Manufacturer narrative:
The hardware unit was returned to (B)(6) for investigation on (B)(6) 2017. Upon receipt, the unit was recalibrated prior to analysis. Testing was then conducted on the implicated unit in operation using a sample disposable set; no leaks were observed. All fluids are contained within the disposable set. There were no issues observed on the inside surfaces or components of the unit that could have caused a leak in the disposable. According to the user facility, the luer locks were not secured by the user prior to installing the disposable set into the machine as directed by the instructions for use. The user facility also reported that the implicated disposable set is available for evaluation. Our sales representative has regularly been in contact with the hospital and has also provided a prepaid return shipping label in an effort to acquire the disposable set for further investigation. Alternatively, the user facility provided photographs of the implicated disposable set. As indicated by their clinical engineer, it also appears from the photographs that there is no evidence of a leak in the tubing. However, as the set has not been returned for investigation, we are unable to conclusively determine its condition at this time. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the patient arrived at the emergency department (ed) via life flight from the scene of a motor vehicle accident where the patient was the driver and was thrown from the vehicle. Ems arrived on scene and noted that the patient had no pulse; CPR was started and pulse returned. Upon arrival in the ed, the patient was unconscious with a glasgow score of 3. Blood products were ordered to be given by the (B)(6) rapid infuser during a trauma alert. Nurses began to infuse the first unit of packed red blood cells and within 1 minute into the infusion another staff member noted that blood was coming from the bottom of the infuser. The rapid infuser was stopped and unhooked from the patient. Additional units of blood were administered after this occurrence. The patient expired in ed from extensive injuries related to the motor vehicle crash. After a full medical evaluation, it was determined that the patient's injuries were not survivable and the rapid infuser failure did not have a role in the patient's death. The user facility reported that there was no evident indicator on the device or the tubing for the cause of the leak. In addition, when clinical engineering installed new tubing and attempted to test the unit using water, the device indicated that it had lost calibration upon power-up.

Manufacturer narrative:
A follow-up is being generated as the implicated disposable set was returned to (B)(4) for investigation on january 9, 2018. Upon receipt, a sample of blood was tested for free calcium ion using a calcium ion meter, which revealed a low calcium ion measurement of 2 ppm. A visual examination of the disposable set did not reveal any sign of blood leakage. The set was subsequently subjected to a 300 mmhg pressure test and no leakage was observed. The disposable set passed the pressure test. No failure was observed in the performance integrity of the disposable set. However, the user facility reported that the luer fittings were not tightened prior to use as instructed, which is consistent with a cause for a leak in the disposable set.